Event description:
A report was received that the patient underwent a revision due to discomfort at pocket site. The physician relocated the ipg to the left buttock to the patient's back. The patient is reportedly doing well following the procedure. Nothing was implanted or explanted.